Event description:
It was reported that during a total knee replacement, after opening the packaging marked as femoral component size 6 right side it was found that the femoral components is size 4 and the left side not as shown in the packaging and labels. The tibia itself was cemented, unfortunately another femoral component was not available in the second line of consignment (no replenishment), re-sizing and re-cutting of posterior/ anterior/chamfers was done and the smaller size was implanted, (right "5") but a indentation in the cochlea should be noted which may result in weakening of the structure femur and affect the increased risk of fracture of femur.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. However, our investigation indicated that the related failure was part of field action initiated in 2018. Corrective actions have been initiated. Our clinical evaluation noted that no clinical relevant information has been provided to conduct a thorough clinical investigation. The impact to the patient beyond the surgeon's statement cannot be concluded. No further clinical/medical assessment is warranted at this time. Should additional information is received in the future, this complaint will be reopened. We consider this investigation closed.